Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the plastic connectors on the CPAP are cracking when the circuit is being attached. The device cannot be used once the connector is cracked, therefore, it has to be changed out. The alleged incident occurred during set-up to the ventilator. No pt injury reported.